Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and cervical/neck. The patient reported that they cannot give themselves a bolus; boluses per day- 20x day. The patient stated when they try to bolus, the handset would only go as far as 90% and then it just stick there. The agent reviewed data and assisted the patient in deleting the data on the handset and the patient was able to connect to the pump with no lag.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.